Event description:
It was reported that an infusion set and cartridge were rendered unusable when the user inadvertently disassembled infusion sites during the learning process, consistent with an infusion set deployed incorrectly or a connector not attached correctly, after which troubleshooting and education were completed and a replacement order was initiated. Symptoms included no reported alarms or alerts and no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included user interview and product use review through troubleshooting and education. Investigation of this case revealed user handling error related to infusion set deployment or connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and handling.